Manufacturer narrative:
.

Event description:
Procedure type: lap gastric bypass. Patient gender: unk. According to the reporter, the anvil separated from the tube in the esophagus. The surgeon was able to retrieve it without impacting the patient. A new instrument was introduced to complete the procedure. The operating time was extended approx. 30 minutes. However, no patient injury was reported.